Event description:
It was reported that "reflex hybrid driver tip broke during screw insertion. Since 2 drivers of same design were in tray, not time was lost during surgery."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.